Event description:
The ventilator screen suddenly was less sensitive and it became difficult to change values. Drager was contacted and gave instructions via phone in order to calibrate screen. This was attempted 3 times without resolution of the problem. No harm/injury caused to the patient. Ventilator was switched out. Respiratory care biomed reported: unable to calibrate c500 display and rt was unable to make vent changes at the bedside resulting in the need to change out the ventilator which interrupted patient care.what was the original intended procedure?respiratory assistance.device #1is this a laboratory device or laboratory test?no.